Manufacturer narrative:
(B)(4): sweet taste in mouth and back of throat: like barbed wire and pine sol; enlarged prostate; something showed up on kidneys.

Event description:
The pump was implanted to help with pain associated with pancreatitis. In (B)(6) 2010, the pt was in his yard bending over to pick up a branch. When he reached over, he felt a pinching of the rib sensation that he had never felt before. It felt like the pump snapped inside him and broke. The next day, he woke up and had a sweet taste in his mouth and back of his throat. The pt described the taste as "barbed wire" and "pine sol." The pt felt "strange" and was admitted to the hosp. Approximately 24 hrs after being admitted, the hcp checked the pump and stated the pump had "quit." The hcp showed the pt the screen that she was using to check the pump and it stated "motor stall." No tests/images were done at this time; the hcp began the pt on oral medication. The pt felt the oral medications were "doing fine." The pt wanted the pump removed but 2 hcps stated they would like to "wait." The pump has not worked since (B)(6) 2010. The pt was concerned the pump could be leaking inside him. On (B)(6) 2010, the pt was informed by the hcp he had an irregular heartbeat, an enlarged prostate, something "showed up" on his kidneys and there were thyroid issues. The pt was concerned the implanted pump could be contributing to these recent health issues. On (B)(6) 2010, the pt was told by a nurse at the pain clinic that the reason the pump stopped in (B)(6) 2010 was due to battery depletion. The pt stated the pump was "still alarming," therefore, it could not be the battery. The pt was told the "snap" he felt in (B)(6) was due to scar tissue, not the pump. The pt had an appt with the hcp for (B)(6) 2010. The pump delivered morphine. Additional info has been requested from the hcp, but was not available as of the date of this report.